Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h6 and h10. Corrected: d9, h6 type of investigation inadvertently missed adding 4112 analysis of data provided by user/third party, and h10 inadvertently missed stating the 3rd party service inspection report findings. The inspection report stated a replacement of the camera cable was completed. No further findings found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head had streaked image problem. The issue was found during device inspection by a third party. The inspection also detected faulty cable. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.